Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired, cause unknown. Per the vad coordinator - "the pt was only with us for an hour before she coded. The alarm history of the onset of her problems was lost due to excessive alarms during the code. We are suspecting that the patient condition deteriorated first which lead to pump issues, but best we can tell with the very limited information we have the pump didn't cause her death. We can't see the history to determine this with certainty if the device operated as intended. At the end the pump could not continue to run, but we don't think, or know for sure, that it lead to her demise. She was getting low flow alarms starting early that day, pump parameters were within normal limits at that time with the exception of a lower pi and lower flow than the patient's baseline. The alarm history was reviewed verbally over the phone with the vad coordinator and the cicu rn. There was nothing at that time in the history to indicate that the pump was malfunctioning and it appeared to be a physiologic/hemodynamic issue with the pt as she was hypotensive in the emergency department. Family did not consent to an autopsy". The device will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Sections d4, h4: additional information manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), (B)(6), and the patient outcome could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed because no log files were submitted for review. It was reported by the ventricular assist device (vad) coordinator that the patient expired and the cause was unknown. It was suspected that the device did not contribute to the patient outcome, but the center could not determine for certain. It was reported that the patient experienced low flow alarms earlier in the day, but pump parameters were within normal limits at the time with the exception of a lower pulsatility index (pi) and lower flow than the patient¿s baseline. There was nothing at that time in the alarm history to indicate that the pump was malfunctioning, and it appeared to be a physiologic/hemodynamic issue with the patient, as she was hypotensive in the emergency department. The patient was at the center for approximately an hour before expiration. Alarm history at the onset of the patient issues was lost due to excessive alarms during the patient code. It was reported that no autopsy was performed and the device will not be returned for evaluation. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2016. The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. The current revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU), lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. Pump performance monitoring outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), (B)(6), and the patient outcome could not be conclusively established through this evaluation. Additionally, the reported low flow alarms, elevations of power, decrease in speed, and claim that the "pump could not continue to run" could not be confirmed because no log files were available for review. The report of possible low volume or hypertension could not be determined and a direct correlation with the device could not be determined. It was reported that no autopsy was performed and the device will not be returned for evaluation. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 29sep2016. The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is the current revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU), lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump performance monitoring outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90mmhg should be considered adequate. During a pi event, the pump speed automatically drops to the low-speed limit. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported per vad coordinator, that the patient presented to hospital with low flow alarms. No obvious pump issues at the time. Low flows were thought to be contributed to volume or hypo-tension. Patient coded while on the toilet. During this time, flows and pump power increased and observed a speed drop. No autopsy was performed, device cannot be returned for analysis. Per vad coordinator, the true cause of death is likely unknown, as many factors were happening during this event.